Manufacturer narrative:
The customer's report was verified at zoll medical canada and the high voltage capacitor was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.